Manufacturer narrative:
The distributor reported the AED will not power on and is displaying service code for battery voltage (mv) which may be due to cycles of incomplete self-tests due to a depleting battery. The battery has an expiration date of august 2026. The maintenance schedule is not reported. Review of the log history file revealed the following: the date / time was incorrectly reset, and thus the logged dates in the AED's memory are incorrect as "07'". The unit entered service in june 2021. In january (07) service code for 'rtc time ok' reported 1x during daily, date/time reset, during a string of daily tests. In january "07" service code for 'rtc operating/reporting status correctly' reported 1x during daily test. In february "07" service code for 'rtc communications ok' reported during daily test and battery depletion warning reported. In june "07" battery low warning was displayed during weekly test. As the battery low warning continued, and the battery depleted, service code for 'error code' was displayed, which indicated the battery depleting due to failure to address red asi. By july "07" the device displayed service code for 'battery voltage (mv)' related to cycles of incomplete self-tests due to depleting battery. In july 2024 a new battery pack was inserted, the date/time clock was reset, the service codes were cleared with a manual self-test and the log history file was downloaded. Advised the distributor that the depleted battery should be removed from service and returned to the manufacturer for further analysis. The AED functioned as designed with this battery and is ok to remain in service. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the AED will not power on. The battery has an expiration date of august 2026. The customer did not report this event occurred during patient use.